Manufacturer narrative:
(B)(4). One used ls1037 device was received for evaluation, and examination of the returned sample could not confirm the reported issue of difficulty opening. The device tested to open and close normally using the handle, and the knife engaged smoothly using the trigger. The knife cut was also tested on simulated tissue with acceptable results. However, a separate non-contributing issue of damaged insulation was found, where pieces of the insulation were missing. The manufacturing process has been reviewed and nothing found that would cause this type of damage. The device history records for this lot were also reviewed and no potentially contributing entries found. Damage of this type is consistent with scraping the jaws against the sharp edge of a trocar during insertion or removal of the device. The IFU included with this product cautions users to carefully insert and withdraw instruments from trocars to avoid possible damage to the devices and/or injury to the patient.

Event description:
In addition to the previously submitted issue, inspection of the received device found that a piece of insulation close to the device jaws is missing and was not returned. The user facility has confirmed that the piece did not disengage within the patient.

Manufacturer narrative:
(B)(4). Date of initial report: 01/26/2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device would not open after activation. No injury occurred and no medical intervention required.